Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy may not be available if needed there was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker replaced the power pcba and wire harness as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined.